Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue of the pump beeping when the handpiece was plugged in. Device disassembled and decontaminated during initial evaluation. Since the reported condition was not confirmed the root cause for the reported failure cannot be determined. Performed replacement of internal seals and valve screws. The testing of the unit was completed. The unit passed all functional tests and is fully operational. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09-10-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst tool that just before the start of a shoulder repair surgical procedure, the micro tornado handpiece with hand controls was plugged into the pump. When it was plugged in, the pump immediately shut down and began beeping. Once unplugged, the pump reset to normal. We did this twice with the same result. The handpiece was replaced with a readily available replacement, the pump was fine and the shaver hand piece worked correctly. There was no patient harm or surgical delay and the case was successfully completed. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.